Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely that the foreign material may not have been removed due to deviation of the reprocessing method from the instruction manual. However, a definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the customer did not flush the air/water nozzle with water and air. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection." The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope ( and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a foreign material in the nozzle. There were no reports of patient involvement.